Event description:
The customer was hospitalized for dka. It was indicated that the customer's bgs were extremely high prior their admission. The customer was disconnected from the pump and treated with insulin drip. The pump settings were checked and were correct. However, the alarm history revealed two different alarms. The customer did not have new batteries to replace nor does customer have a set connected to it. A replacement was sent.